Event description:
A customer contacted beckman coulter (bc) in regards to multiple results of indeterminate results (ind) results generated by unicel dxi 800 access immunoanalyzer. The erroneous results were not reported out of the laboratory. Repeat testing on an alternate dxi instrument produced the same no value results. Consumer product line service (cpls) conducted additional testing and replicated the customer's results. Cpls performed secondary re-test using a fresh reagent lot and the results were within established range. Patient treatment was not impacted by this event.

Manufacturer narrative:
The customer indicated that the qc data and charts on all three levels of unconjugated estriol were within the established ranges pre and post the event. Service was not requested a clear root cause can not identified for this event.